Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was laying in bed and he got an occlusion alarm during a bolus of 4 units. The patient was vomiting and his roommates called the ambulance because he did feel or look well. Patient was feeling lethargic and was sweating. The first responders stated that his bg (blood glucose) levels were 540-550 mg/dl. Patient was taken to the hospital due to ketones in his urine, where he was provided insulin and vitamins in an IV drip. He was in the hospital for multiple days.